Event description:
It was reported during a procedure to stent the subclavian, the stent deployed, but the distal end barely opened. The doctor tried to balloon it open, but ended up inverting the stent on itself. The doctor then put a stent on each end of the stent to keep it compressed. There were no calcifications present in the vessel.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint is inconclusive. As no sample was returned for investigation, an evaluation could not be performed. This application represents an off-label use. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.